Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failure. Fse found incubator belt loose that had slipped from alignment. Fse aligned and tightened the belt. Fse ran cup transfer 2 times 20 each with no errors. Fse ran start up and customer ran quality controls which were within specifications. The system operated as intended. The probable cause of this event was a loose incubator belt. A 13 months complaint/service history review was performed for aia900 analyzer serial number (B)(4) from 07aug2016 through 07sept2017 for similar complaints. The review found there were no other similar reported complaints for this product during this period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [4153] c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. [4271] incubator home detect error is generated when the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction.

Event description:
The customer reported receiving error codes 4153 (c trans home overrun) and 4271 (incubator home detect errors) while running quality controls on the aia-900 instrument. Technical support specialist (tss) advised the customer to try troubleshooting by cleaning the cup picker and sensor, remove stuck cups from the incubator, clean incubator with alcohol and reboot the analyzer. Customer ran bg check but 4153 error occurred again. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for bhcg and hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.